Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken pitch cable at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. Additional observation found during investigations were pulley and main tube damages. There were scratches on the surface of the distal pulley. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. Scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but the main tube damages may be due to mishandling/misuse. The instruments & accessories instructions for use (IFU) specifically states: -handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments the customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has been received; however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si procedure, the cable on the fenestrated bipolar forceps instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.